Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted no issues with the device. -functional testing was performed, and the needle scorpion did not go through the shaft. Per hand instruments. Dfu-0255-eo states in its cautions section: 2. To avoid damaging the instruments, do not impact or subject any instruments to blunt force. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue. The scorpion needle dfu-0392 states in its warnings section: to help avoid needle breakage and potential patient injury: 1. Do not resterilize or reuse the scorpiontm suture passer needle. 2. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. 3. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. 4. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair surgery the needle broke and got stuck inside the knee scorpion¿ ar-12990 (lot: 15323014). There was no harm for patient, operator or third party reported. No further information received. Update avoe 15-jul-2025: it was confirmed that the needle ar-12990n (lot :15336337) was used with the reported knee scorpion. The procedure was aborted and it is currently unclear if there will be a second surgery.